Manufacturer narrative:
The customer contacted olympus technical assistance support via call. The customer was guided to verify the digital visual interface cable type and inspect the connector pins. The customer was advised to use a serial digital interface cable and was provided with the appropriate part information; however, it was initially unavailable. Subsequently, the user confirmed that the issue was resolved after replacing the cable. The customer informed olympus technical assistance support of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center displayed no image. The event occurred during inspection for use. There were no reports of patient harm.